Event description:
It was reported that a 100ml bag of hydromorphone (20mg/100ml) was hung at 0457 and was expected to last for over 48 hours at the rate of 1.4ml/hr (24mcg/kg/hr). A bolus of 1.25ml(0.25mg) could have been given every 15 minutes. At 1700, the rn noted the volume in the bag was much less than was anticipated. The customer stated that based on what the expected and recorded volume of infusion was (approx. 28ml) and what was ultimately wasted (23 ml) a volume of 49ml was unaccounted for. There was no harm.

Manufacturer narrative:
The customer¿s report of an overinclusion was neither confirmed nor replicated. No anomalies that could have contributed to the reported issue found on inspection. Review the of the pcu event log shows pump module s/n (B)(4) was in use and infusing hydromorph 100ml 10-14.9kg : 0.2mg/ml (drugid 251) at a rate of 1.42ml/hr (originally programmed at 4:16 pm on (B)(6) 2019). Between 4:47 am on (B)(6) 2019 to 9:07 am on (B)(6) 2019, the volume recorded as being infused during this period was 47.257ml. This included 6 rapid bolus doses of 0.25mg delivered. Functional testing performed found the device delivering fluid within specification. The primary set silicone segment was within specification, and no leaks were noted. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Concomitant medical products: 100 ml hospira bag lot 95-031-jt, exp: nov 2020, 0.9% sodium chloride injection, therapy date (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a 100ml bag of hydromorphone (20mg/100ml) was hung at 0457 and was expected to last for over 48 hours at the rate of 1.4ml/hr (24mcg/kg/hr). A bolus of 1.25ml(0.25mg) could have been given every 15 minutes. At 1700, the rn noted the volume in the bag was much less than was anticipated. The customer stated that based on what the expected and recorded volume of infusion was (approx. 28ml) and what was ultimately wasted (23 ml) a volume of 49ml was unaccounted for. There was no harm.